Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 12 mg/dl. Cause was not known. Reportedly, the customer went to the emergency room was provided carbohydrates to address bg. Reportedly, the customer lost consciousness. Treatment resolved the issue and there was no permanent damage. Customer was discharged that same day. Recommendation was made to consult with a healthcare provider regarding diabetes management.